Manufacturer narrative:
Device will not be returned.

Event description:
Company representative reported the customer was hospitalized due to a leaky cartridge. Follow-up was completed with the customer's mother. Mother reported she changed the cartridge and infusion set around 1:00 a.m. His blood glucose was high (unknown reading) at 1:30 a.m. And she delivered a bolus of insulin. His blood glucose was 472 mg/dl at 1:45 a.m. And she delivered another bolus of insulin. He woke at 8:00 a.m. And was vomiting and his blood glucose was 465 mg/dl. She changed his infusion site and she took him to the hospital around 10:30 a.m. Due to hyperglycemia and ketosis. He was taken off the infusion device, placed on an IV of fluids, and given multiple injections of insulin. When he restarted the infusion device the next day it was discovered the cartridge was leaking insulin. The cartridge and infusion set were replaced and his blood glucose has been in the normal range since. The alleged cartridge was discarded and will not be returned for evaluation.